Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "respiratory tract irritation and new or worsening asthma". No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.